Manufacturer narrative:
Concomitant medical products: 4968-35 lead implanted: (B)(6) 2007.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was suspected to have fractured and exhibited infinite impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.